Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The failure to deploy and difficulty removing was not confirmed as the stent had already been deployed and was not returned. The separation was confirmed. Additionally, during the attempt to remove the stent delivery system, force was used and the stent came out but the shaft separated. The absolute pro instruction for use, states: applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the reported deployment issue. The difficulty removing, separation and subsequent patient effects were due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the common iliac artery that was heavily calcified, multifocal with a narrow lumen. Initially, over the first 3 cm, the absolute pro peripheral 8/60 mm self-expanding stent opened normally but would not open further. During removal of the stent delivery system, force was used and the stent came out but the shaft ruptured. A piece of the shaft was still in the patient. The incomplete opened stent and piece of the shaft that broke off in the patient was compressed to the wall using a non-abbott covered stent. There was a 2-hour delay in the procedure due to the intervention that was required including more contrast and radiation. Post-procedure the patient is doing well. It was confirmed that the instructions for use were followed. No additional information was provided.